Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6) UDI#: (B)(4) h3: product analysis (s/n: (B)(6): the customer's reason for return could not be confirmed. There was no fault was found with the device. H3: product analysis (s/n: (B)(6): the customer's reason for return could not verified and no fault was found with the device. H3: product analysis (s/n: (B)(6): the customer's reason for return could not be confirmed. The fuse decal was worn. Manufacturing date for (s/n: (B)(6): 2024-10-15 manufacturing date for (s/n: (B)(6): 2024-10-15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in fess surgery, the patient's heart rate began to afib while the system was performing an impedance check. As a result, the site powered off the nim, and the patient's vitals began to show normal rhythm. As a result, use of the system was abandoned, and a third party monitoring device was brought in. However, surgery was still aborted. The patient has a history of afib. Ts noting that the site was using third party cobra tubes during the surgery. There was no patient impact in this event.